Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported the buttons are not working on the insulin pump. The blood glucose value at the time of admission 506 mg/dl. The customer had symptoms of not feeling well. The customer was treated for the high blood glucose level with intravenous insulin. The customer was not wearing the pump at the time of the hospitalization. The customer had been off the insulin pump less than forty-eight hours. The customers current blood glucose level was 400 mg/dl. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.